Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels of 48 mg/dl. Cause was unknown. Customer consumed carbohydrates to address low bg. Tandem technical support performed a system check on the pump and determined that the pump was functioning as intended. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) values from 45-50 mg/dl were recorded by continuous glucose monitor (cgm) from 2:45:42 am to 2:55:42 am on (B)(6) 2020. Cgm alert 1 (cgm low alert) enunciated at 2:45:42 am. On (B)(6) 2020, at 10:06:43 pm and 10:48:31 pm, user made bolus requests while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. Blood glucose (bg) values from 49-51 mg/dl were recorded by continuous glucose monitor (cgm) from 8:30:42 am to 8:35:42 am on (B)(6) 2020. Cgm alert 1 (cgm low alert) enunciated at 8:25:42 am. On (B)(6) 2020, at 3:42:00 am, user made a bolus request while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.